Event description:
Ophthalmic innovations international received a court summons from attorney in 2000. The summons states that the plaintiff suffered severe, serious and protracted personal injuries.